Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: investigation revealed that there was a crack in the battery compartment below the pad. The pump was powered on and the display was found to be dim, fading and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was a crack in the battery compartment below the pad. Evaluation also revealed a dim, fading, discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.